Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information regarding the device (i.e. Model number, serial number) was not provided. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up with the health care provider. It was reported that the patient with the 21mm pericardial aortic valve also underwent transcatheter valve-in-valve procedure due to perivalvular leak (pvl) and motion restricted leaflets. The patient tolerated the procedure well, and was transferred to the cvs intensive care unit in stable condition.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 21mm pericardial aortic valve that required valve in valve intervention after an unknown implant duration due to aortic stenosis. The patient was implanted with a transcatheter valve within the existing valve. The patient was reported as stable. There were no reported complications.